Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-nov-2022. Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc pro winged unit from lot number 2109751. Additionally, five photos were provided for investigation. A gross visual inspection of the returned unit found that a hole was present on the catheter adapter below the push tab ridges. This type of damage would result in leakage; therefore, the reported issue was confirmed. Further microscopic inspection found that the inside of the catheter adapter had a scratch leading to the hole. The hole itself had a raised surface on the exterior, likely indicating that something protruded from the interior of the adapter causing some of the material to be pushed upward. Lastly, the push tab ridge closest to the hole had a dent. Based on these observations, it is likely that an object grinded against the interior of the catheter adapter before penetrating the adapter at an angle from the inside. During manufacturing, damage to the catheter adapter as seen on this unit may be caused by a misalignment. Catheter adapters are inspected for cracks or damage and leakage per the sampling plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage from the catheter of iagbc. The customer reported as follows: after catheter placement for a patient, the hcp attached a syringe to the catheter hub for flashback, and then saw blood leaking from the catheter. The customer is suspecting that there may be a pinhole on the catheter.

Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage from the catheter of iagbc. The customer reported as follows: after catheter placement for a patient, the hcp attached a syringe to the catheter hub for flashback, and then saw blood leaking from the catheter. The customer is suspecting that there may be a pinhole on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.